Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient outcome could not be conclusively established through this evaluation. The device has not been returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system, as well as all other adverse events and the actions associated with them. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6), was shipped on (B)(6) 2020. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke and death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was terminally weaned on (B)(6) 2020. The patient had multiple factors contributing to death. It was thought that the patient had deep brain stoke during or after vad surgery. Brain was sent to neuropathology lab for review. The patient had very high fevers (107s) right after implant and continued to be febrile and quadriplegic.